Event description:
It was reported that "the doctor found balloon broken when using on patient". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Part number reported, 5-12614 et tube, cuffed, spiral-flex 7.0, is not being manufactured currently, however, another part number from the same family (p/n 5-10315 l/n 73l2100123) was used for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 125 samples were taken from the current production; the samples were visually inspected and issue reported "broken/cracked - pilot balloon/valve" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.